Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
Model # 2900- this device is not sold or marketed in the u.s.; however, it is similar to device model 2800, carpentier-edwards perimount rsr pericardial bioprosthesis (pmap860057/s001). Device evaluation: the product was returned for evaluation. Customer report of calcification and stenosis was confirmed. X-ray demonstrated heavy calcification on all three leaflets and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 2 on the inflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. Hematomas were observed on all three leaflets at the outflow aspect. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information that this 21mm aortic pericardial valve, implanted approximately fourteen (14) years and seven (7) months, was explanted due to aortic stenosis secondary to calcification. This device was originally implanted for aortic valve replacement to correct aortic regurgitation. The patient¿s aortic valve area was 0.52cm, aortic valve flow was 5.0m/s, and peak pressure gradient was 98mmhg, so that re-operation was performed. This device was explanted and replaced with a 23mm valve with no adverse patient effects reported as a result of the valve replacement. The condition of the valve at explant was reported as ¿calcification was observed, and it led to aortic stenosis¿ the patient status was reported as ¿recovered¿ at ICU.